Event description:
The customer reported the loss of cine and playback roadmapping functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the service rep cleaned and reseated the ip display adapter, cine bridge and video controller circuit boards. Additionally, all the fuses on the workstation backplane were cleaned and reseated.